Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip replacement procedure on unknown date and the topical skin adhesive was used. After the procedure, while the patient was still hospitalized, the patient's body reacted to the device as a foreign body type reaction and rejected it. The patient needed an incision and drain procedure along with administration of antibiotics; it is unknown whether oral or i.v. Additional information has been requested.